Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the stimulator's charge is deceasing slowly. It remained at 100% even after 2 days. When checked, the stimulator was turned off even though there was no recollection of it being operated. Patient was instructed to turn the stimulator on. The patient was asked to continue to monitor the situation, including the state of battery depletion. No health damage reported.

Manufacturer narrative:
Continuation of d10: product ID th91scsr (serial: unknown); product type: 2201-mobile platform; implant date n/a; explant date n/a. G2: the country of the event is jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G9- the manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3004209178. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the ins turning off was unknown. The patient was going to visit the facility on (B)(6) 2026. And the rep will check then for outcome.